Manufacturer narrative:
The reported event was observed and confirmed during device evaluation. Upon disassembly, there were metal shavings in the collet kerf. The device was scrapped.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was producing metal shavings. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.